Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: preliminary analysis revealed the device had no telemetry and no output, and the battery was depleted. Further analysis revealed that arcing had occurred at several points on the hybrid. This resulted in a high current path that depleted the battery. It could not be determined at what time the arcing occurred. The device was noted to have catastrophic damage in several components related to the high voltage delivery circuitry. The root cause could not be determined due to the catastrophic conditions.

Event description:
It was reported the device was explanted after the patient's death and could not be interrogated at the funeral home; it appeared the battery was completely depleted. It was noted that the interrogation attempt occurred several days after the patient died, and after he had been embalmed. Follow-up indicates that there were no device performance concerns while implanted. The manufacturer's representative reported a carelink report from january 21, 2009 had shown normal device function. The patient was seen in the clinic in 2009, and device interrogation at that time showed normal device function. The device was explanted, returned to the manufacturer and subsequently tested out of specification.